Event description:
It was reported that the patient was having shortness of breath. The caller believed the rate response sensor was too aggressive. The device was reprogrammed, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): battery depletion-normal.

Event description:
It was reported that the patient was having shortness of breath. The caller believed the rate response sensor was too aggressive. The device was reprogrammed, and remains in use. No further patient complications have been reported as a result of this event. The device was later explanted and replaced due to eri (elective replacement indicator).